Event description:
The customer reported that the device failed the operational check test, where the therapy cable was not recognized.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the operational check test, where the therapy cable was not recognized. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was isolated to the power pca. This was a malfunction of the power pca that caused a test failure to detect the therapy cable.